Event description:
Dealer called stating that the right front caster on the tdxsp power chair was allegedly wobbly while the consumer was driving. The right fork stem bolt was allegedly bent. No injury.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female in her late 30's who weighs (B)(6). The consumer's preexisting medical condition states that she is a double amputee, below the knees. The consumer's medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.